Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent osteosynthesis procedure to implant a locking compression plate (lcp) distal fibula (df) plate and eleven (11) screws. Use of local imaging on unknown date has revealed that patient had developed pseudoarthrosis, resulting in a non-union. The fracture did not heal with the device because the bone callus was not produced in pseudoarthrosis. In this case further action is required. Patient was returned to surgery on (B)(6) 2018 for revision to a new implant. During the revision surgery, surgeon noted that four (4) of the screws were broken. All hardware was removed, and no fragments remain in the patient. Surgery was completed successfully with a delay of approximately twenty (20) minutes to remove the broken screws. Concomitant devices: 5.0mm locking head screw 44mm (part 413.344, lot 9276224, quantity 1) ; 5.0mm locking head screw 44mm (part 413.344, lot unknown, quantity 1) ; 6.5mm cancellous bone screw 65mm (part 417.065 lot 9689614, quantity 1) ; 5.0mm locking head screw 48mm (part 413.348, lot 9805414, quantity 1) ; 5.0mm locking head screw 75mm (part 413.375, lot 9161238, quantity 1) ; 5.0mm locking head screw 75mm (part 413.375, lot unknown, quantity 1) ; 5.0mm locking head screw 75mm (part 413.375, lotl409079, quantity 1) ; 5.0mm locking head screw 75mm (part 413.375, lot 9789574, quantity 1) ; 5.0mm locking head screw 70mm (part 413.370, lot l467288, quantity 1) ; 5.0mm locking head screw 70mm (part 413.370, lot unknown, quantity 1) ; 4.5mm cortex screw 58mm (414.858, lot 8845028, quantity 1) . This report is for one (1) femur plate. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.